Manufacturer narrative:
This MDR is a f/u to the initial MDR 1645362-2015-00001. The product recall has been completed (1645362-11/24/2015-002-r). At this time, ibc has not received any adverse event reports related to this issue.

Manufacturer narrative:
Ibc aortic punch catalog no: cvapl44 was manufactured in 02/2015 and assigned lot no: 022515-3384. A total of (B)(4) were completed and placed into inventory. The entire lot ((B)(4)) was shipped to (B)(4). On (B)(6) 2015, ibc was notified by (B)(4) that a customer had discovered several pouches from this lot which were opened along the ibc heat seal. (B)(4) returned a total of (B)(4) devices from lot 022515-3384, from which it was confirmed that (B)(4) of the devices were at least partially breached along the ibc-formed heat seal. Eval and investigation of this failure is still underway. Ibc received back devices from (B)(4) on 06/24/2015 for eval. Ibc is in the process of initiating a recall for this issue. A f/u report will be submitted when all evaluations are complete.

Event description:
Packaging malfunction: customer reported ((B)(4)) that they checked stock of cvapl44 lot 022515-3384 and found several unsterile devices. The heat seal at the top was found to be open after shipping. Ibc has not received any adverse event reports related to this issue. Ibc is initiating a recall related to this issue. As of today ((B)(6) 2015), we have no report that these were used on patients.